Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during set up with one unit of prismaflex st150 set, an external fluid leakage was noted at the capillary connection. There was no patient involvement report. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for investigation. A pressure leak test was performed : a leak was observed at the level of the return screwed connector due to an observed crack in the return screwed connector (imprint 16). The cause of the crack is shipping/transportation related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.